Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display and contamination under the keypads. This report is made based on the results of an investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2015 with the following findings: the keypad is peeling at the ok button. All of the keypad buttons respond properly. Removed the keypad and contamination on the contrast button contacts. Pump booted to the verify screen with dim pink contrast. (B)(6).